Event description:
It was reported that the user had been announcing meals as corrections and pausing insulin delivery based on external guidance. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 401 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and failure to follow instructions within the user interface context. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.